Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the sp needler driver instrument moved in the opposite direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the issue occurred when the surgeon was attempting to manipulate instruments while the surgeon¿s head was inside the surgeon side console¿s high-resolution stereo viewer. No shakiness and/or friction was experienced/observed. The issue occurred approximately 20 minutes before the end of the procedure. The reporter confirmed that the issue was consistent. The surgeon was unable to resolve the issue, so they completed the procedure as is. There was no patient injury. The reporter was unaware of any instrument-to-instrument or system arm-to-arm interference. The instrument was inspected before use, and no damage was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.